Event description:
A customer contacted baxter's technical service center regarding a system error 2240/2367 (air in line) alarm that appeared on the homechoice (hc) unit during dwell 3 of 5. The home patient (hp) was connected. The technical service representative (tsr) recycled the power, cleared and explained the alarms. The supply bag was sucked dry. The hc unit was operational. On (B)(4) 2010, a follow up call was made to the home patient's nurse regarding the system error 2240 alarm. The nurse stated that the home patient had bacterial peritonitis, diagnosed on (B)(6) 2010 but was not hospitalized. An exit site or tunnel infection was not associated with this peritonitis. A culture was taken on (B)(6) 2010 and was taken before antibiotic therapy. The leucocytes were 2013 and neutrophils were 92%. The gram stain was taken and showed many white blood cells. The pd effluent culture showed staphylococcus epidermidis. The nurse was unsure of what may have caused the peritonitis. It was reported that the patient?s condition was ongoing and improved. No further information is available.

Manufacturer narrative:
(B)(4). A batch review was performed on potentially associated lots (h10a24030 and h10b28039) with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available as it was discarded.

Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.